Manufacturer narrative:
The associated femoral locking plate was returned and evaluated for a separate issue. Our clinical evaluation noted that no clinical/operative notes/documents were made available. Therefore, no thorough clinical assessment of the reported issue can be rendered. However, device details were provided. Thus, our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Products were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Our investigation of this report is inconclusive. Our clinical analysis noted that without the supporting pathology report, labs/laboratory findings and radiographic images the root cause of the reported infection cannot be concluded. The type of surgical site infection was not reported but should any relevant clinical information be provided this complaint will be re-evaluated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed due to infection.